Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd:, UDI#:. Product ID: neu_ins_stimulator, serial/lot #: unknown, ubd:, UDI#:. Age or date of birth. This value is the average age of the patients reported in the article as specific patients could not be identified. Sex. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Ribault s, simon e, berthiller j, et al. Comparison of clinical outcomes and accuracy of electrode placement between robot-assisted and conventional deep brain stimulation of the subthalamic nucleus: a single-center study. Acta neurochir (wien). 2021. 10.1007/s0 0701-021-04790-7.   Several surgical methods are used for deep brain stimulation (dbs) of the subthalamic nucleus (stn) in parkinson¿s disease (pd). This study aimed to compare clinical outcomes and electrode placement accuracy after robot assisted (ras) versus frame-based stereotactic (fss) stn dbs in parkinson¿s disease. It was stated that 22 of the patient's involved were implanted with a device from this manufacturer, and 26 of the devices were a different manufacturer.   Reported events: 4 patients experienced intracranial bleedings described as subarachnoid hemorrhage, intraparenchymal hemorrhage. One patient experienced infection requiring ablation and repositioning of the system. 1 patient experienced cardio-embolic stroke within days of surgery. 1 patient experienced severe depression. 1 patient experienced severe psychiatric decompensation. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.